Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection and x-ray of the lead was performed and found no anomalies. Visual observation found dried fluid in the helix housing that prohibited testing of the helix movement. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the impedance issues, and the helix extension issues were unable to be tested due to the condition of the lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant, this lead was attempted due to the helix not extending after recommended rotations and observations of impedance issues. The lead was explanted, and a new lead was implanted successfully with follow-up increased. It was reported that there were no additional adverse patient effects.